Event description:
Suture detached during insertion prior to deploying. No patient harm occurred another perclose was used to finish the case. Vendor notified. Manufacturer response for vascular closure device, perclose prostyle (per site reporter).